Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735825, ln/sn: unk . If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system, outside of procedure. It was reported that the cable for the instrument interface box was damaged where it come out of the box. The manufacturer representative stated the sheathing was peeled away and you can see the metal inside. No patient was present. Additional information was received stating that the damage to the part did not affect it's functionality. The suspected cause of the damage was likely due to the site running over the cable with something.